Manufacturer narrative:
Button error alarm and no button response due to moisture damage keypad trace. No moisture damage electronic assembly. Scratched lcd window, cracked display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was over 400 mg/dl. The numbers kept ramping up when the up arrow button was pressed. Button error alarm was resolved but the buttons were unresponsive. Device alarmed a button error alarm after the device was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.